Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization, a traxcess guidewire was not able to be introduced into the pre-shaped prowler 10 dmb f shape microcatheter (mc). There was no problem noted with the guidewire upon inspection. The mc was then exchanged to another prowler 10 mc of the same size and was able to be advanced over the guidewire to the target vessel. A 3x4 trufill orbit mini complex fill coil was used as the first coil. After the coil was pushed and pulled back two times it was noted that the coil was stretched. The coil delivery system was removed from the patient with the coil still attached to the delivery system. Another coil of the same size was used to complete the procedure successfully. There was no reported patient injury. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. There was no problem noted in flushing the mc. An adequate continuous flush was maintained to the mc at all times. No additional information is available. (B)(4): the product was returned for inspection. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented with several kinks on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The cause of the kinks found on the device and the stretched condition of the embolic coil condition could not be conclusively determined. It is possible that procedural factors including vessel/aneurysm characteristics and the reported back and forth manipulation prior to the event contributed. Neither the analysis nor the DHR suggests a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of damage from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a coil embolization, the physician was not able to introduce a traxcess guidewire into the pre-shaped prowler 10 dmb f shape microcatheter (mc). There was no problem noted with the guidewire upon inspection. The physician then exchanged the mc to another prowler 10 mc of the same size and was able to advance the guidewire. The mc was advanced to the target vessel and the physician advanced a trufill orbit mini complex fill 3x4 coil as the first coil. After two manipulations of the coil, the physician noted the oil was unraveled/stretched. The coil delivery system was removed and another one of the same size was used to complete the procedure successfully. There was no reported patient injury. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problems noted. There was no problem noted in flushing the mc. An adequate continuous flush was maintained to the mc at all times. The coil was successfully removed from the patient still attached to the delivery system. No additional information is available.